Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely on (B)(6) 2021 with multiple episodes of non-sustained right ventricular oversensing on their implantable cardioverter defibrillator due to unspecified t-wave oversensing. No intervention was reported. The patient was stable throughout.